Event description:
Reporter alleged discrepant blood glucose results of 242 mg/dl back to back with a result of 127 mg/dl when testing was performed minutes apart on the advantage system. The location of the testing was not provided. No actions taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.